Manufacturer narrative:
The customer¿s report of a leak was confirmed. Functional testing confirmed leaking from two ports on the first quadfuse set, one port of the second quadfuse set, and one port of the third quadfuse set. Examination under magnification showed a microchannel on the interior walls of the maxzero component which allowed fluid to leak. Each maxzero port was measured and found to be within specification. The root cause of the microchannel is an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported that the tubing leaked epinephrine around the fused cap of the set, which caused the patient to become hypotensive; then when the tubing was changed the patient became hypertensive while the set was connected to the patient's central line. The sedation was held since it was initially thought to be the cause of the hypotension however it was later determined that the hypotension was due to the lack of epinephrine caused by the leak. There was no lasting harm.

Event description:
The customer reported that the tubing leaked epinephrine around the fused cap of the set, which caused the patient to become hypotensive; then when the tubing was changed the patient became hypertensive while the set was connected to the patient's central line. The sedation was held since it was initially thought to be the cause of the hypotension however it was later determined that the hypotension was due to the lack of epinephrine caused by the leak. There was no lasting harm.

Event description:
The customer reported that the tubing leaked epinephrine around the fused cap of the set, which caused the patient to become hypotensive; then when the tubing was changed the patient became hypertensive while the set was connected to the patient's central line. The sedation was held since it was initially thought to be the cause of the hypotension however it was later determined that the hypotension was due to the lack of epinephrine caused by the leak. There was no lasting harm.